Manufacturer narrative:
The device ro14039 has been inspected for investigation purpose. The tests performed confirmed the mayfield headholder knob was broken. The defective part was replaced for repair purpose

Event description:
It has been reported that during a surgery, the head holder adaptor was non-functional. There was no patient/user impact reported.